Event description:
It was reported that there was a jet greater than 5mm. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was successfully implanted in the laa of the patient. The device met all release criteria. There were no complications that were reported. The patient had a 45 day follow up transesophageal echocardiogram (tee). The imaging showed that there was a jet near the bottom of the device that measured 4mm and another jet seen above that measured greater than 5mm. There was no intervention that was performed by the physician. The physician elected to continue the anti-coagulation medication and will perform another follow up tee. The patient is doing fine and has not had any issues.